Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: the ventricular assist device (vad) was not returned for evaluation. No device malfunction was reported against the devices; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use, stroke is a known potential complication associated with the implantation of a pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of ventricular assist device (vad) customer feedback indicated that ¿stroke is really the issue.¿ the vad remains in use. No further patient complications have been reported as a result of this event.